Event description:
It was reported that linx removal secondary to an erosion. No details at time of complaint entry.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number? What was the date of implant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2022. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.